Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the presence of dried surgical residue on the lens surface, unable to detect any damage to the lens. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens but had trouble inserting the lens into the patient's eye. The lens was only partially inserted and was removed with no patient injury. The backup lens was implanted.